Event description:
It was reported that a patient underwent a total laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, the handpiece would not cut. The case was completed laparoscopically with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.